Event description:
This is a spontaneous case report received on (B)(6) 2016 from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6). It refers to herself who had essure (fallopian tube occlusion insert) placed on an unspecified date. According to consumer, her events started in 2011. She developed longer and hemorrhagic menses after essure insertion in association with shorter menstrual cycles, very intense pain, painful breast, various pain, tendinitis, lumbar pain etc. In addition, she reported the following consequences: hemorrhages, ovarian and pelvic pain, fibroma, diffuse pain, itching, tendinitis of shoulder, of achilles tendon and of sartorius. On (B)(6) 2016, the following events were disclosed by gynecologist: endometriosis, incontinence, menorrhagia, adenomyosis, and dysmenorrhea. Bilateral salpingectomy and complete hysterectomy were planned to be performed on (B)(6) 2016. Blood tests were also to be performed. Quality-safety evaluation of ptc received on (B)(6) 2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this case report was received via regulatory authority from a female consumer who developed pelvic pain and longer and hemorrhagic menses (menorrhagia) with dysmenorrhea after essure insertion. A bilateral salpingectomy and complete hysterectomy were scheduled for the day following her report. The reported events are listed in essure's reference safety information. In this particular case, the consumer reported menstrual pattern changes in association with various pains (including pelvic pain) and also mentioned the diagnosis of fibroma, endometriosis and adenomyosis. Abnormal uterine bleeding/menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case, anatomical factors (adenomyosis, uterine fibroid and endometriosis) have been identified. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that these anatomical factors were the primary drivers of her symptoms and could also be a probable indication for the planned hysterectomy. This case was regarded as an incident, since a surgical intervention will be required. A product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued, as this case was received via regulatory authority.

Manufacturer narrative:
This case was reported via regulatory authority health authorities (reference number: (B)(4)) on 18-jul-2016 and was forwarded to bayer on 19-jul-2016. Additional reference number received (B)(4). This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("longer and hemorrhagic menses/ hemorrhages / menorrhagia, periods lasting 7 days, with clots for 5 days"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), fibroma ("fibroma"), pain in extremity ("recurrence of incapacitating, difficult to bear left leg pain / pain in left leg"), the second episode of rotator cuff syndrome ("left supraspinatus tendinitis") and back pain ("lumbar pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, back pain (with radiation) in 2002, lumbar disc herniation in 2002, prolapsed disc repair in 2004, intervertebral disc disorder in 2004, lumbar disc herniation in 2008, prolapsed disc repair in 2008, spinal disorder on (B)(6) 2009, physical therapy in 2008, sciatica on (B)(6) 2009, parity 1 in 1989, tobacco user, parity 2 in 1991, condyloma on (B)(6) 2011 and chlamydial infection on (B)(6) 2011. Immediate post-procedural course after essure insertion was simple. The patient continued cerazette for 3 months after essure insertion procedure. Previously administered products included for chronic left l5 bilateral radicular suffering and s1 suffering: antiinflammatory on (B)(6) 2009; for an unreported indication: anti-inflammatories on (B)(6) 2009, laroxyl (amitriptyline hydrochloride ) on (B)(6) 2009, lyrica (pregabalin) 75 mg for 3 months in (B)(6) 2009 and vibramycin (doxycycline). Concomitant products included desogestrel (cerazette). In 2011, (B)(6) days before insertion of essure, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea (seriousness criteria hospitalization and intervention required), fibroma (seriousness criterion hospitalization), back pain (seriousness criterion disability), polymenorrhoea ("shorter menstrual cycles"), breast pain ("painful breast"), pain ("diffuse pain / various pain"), the first episode of rotator cuff syndrome ("tendinitis of shoulder / supraspinatus tendinitis"), tendonitis ("tendinitis of achilles tendon and of right sartorius / recurrent tendonitis") with pelvic pain, adnexa uteri pain ("ovarian pain") and pruritus ("itching"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced the second episode of rotator cuff syndrome (seriousness criterion disability) with pain in extremity and tendon disorder. On (B)(6) 2013, the patient experienced pain in extremity (seriousness criterion disability). In (B)(6) 2014, the patient experienced tendon pain ("chronic achilles tendon pain without trauma"). On an unknown date, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, cyst ("cysts"), endometriosis ("endometriosis"), incontinence ("incontinence"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), weight increased ("weight gain"), fatigue ("chronic fatigue") and abdominal distension ("felt bloated"). On an unknown date, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, cyst ("cysts"), endometriosis ("endometriosis"), incontinence ("incontinence"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), weight increased ("weight gain"), fatigue ("chronic fatigue") and abdominal distension ("felt bloated"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with antiinflammatory/antirheumatic products, analgesics, opioids, diclofenac sodium (voltarene), ketoprofen (bi profenid), ultracet (ixprim), oxycodone hydrochloride (oxycontin), surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy), essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, adenomyosis, fibroma, cyst, polymenorrhoea, endometriosis and abdominal distension had resolved and the pain in extremity, the last episode of rotator cuff syndrome, back pain, breast pain, pain, tendonitis, adnexa uteri pain, pruritus, incontinence, feeling abnormal, arthralgia, weight increased, fatigue and tendon pain was resolving. The reporter considered abdominal distension, adenomyosis, adnexa uteri pain, arthralgia, back pain, breast pain, cyst, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, fibroma, incontinence, menorrhagia, pain, pain in extremity, polymenorrhoea, pruritus, tendon pain, tendonitis, weight increased, the first episode of rotator cuff syndrome and the second episode of rotator cuff syndrome to be related to essure. The reporter commented: in (B)(6) 2013: plaintiff returned to see her surgeon who found nothing abnormal and concluded that there was nothing to support a disc herniation relapse. (B)(6) 2016: physician commented that this pelvic pain reduced her mobility, making it difficult for her to transition from sitting to standing and vice-versa. Physician concluded that this was due to tendinitis of right sartorius muscle. (B)(6) 2016: patient hospitalized until (B)(6) 2016 for a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma. The physician indicated that two months after the hysterectomy the patient was feeling better and no longer feel bloated. She improved after implant removal. For patient part, her physical and psychological condition, her state of mind, slowly but surely declined. She had to adjust to living like someone at least 20 years older. Pain, itching, recurrent tendonitis and so on. She had asked for standard tubal ligation. Her gynaecologist pointed out that such procedures were no longer performed and that the inserts were a revolution. Six years later, she no longer have a uterus, uterine tubes, uterine cervix or ovaries. Fibroids, cysts, adenomyosis, endometriosis. No more bleeding each month, no more pain, but she had to be amputated of everything that made her a woman. A part of my life was ruined and it continues with surgical menopause. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2013: did not show anything in the lumbar spine scan - on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; on (B)(6) 2013: large symmetric protrusion of the two last discs; on (B)(6) 2014: chronic achilles tendon pain without trauma; in (B)(6) 2002: pinching of the line between l5/s1 then pinching of the line between l5/s1 x-ray - on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; in (B)(6) 2002: pinching of the line between l5/s1. Unspecified date: blood tests nos: no results provided. (B)(6) 2009: patient consulted rehabilitative physician who performed a neurological examination and an electromyogram. (B)(6) 2011, cervical cytology was normal. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed 407 cases. Dysmenorrhoea: the analysis in the global safety database revealed 117 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information was updated. Patient recovered from the events adenomyosis, fibroma, cysts, endometriosis,longer and hemorrhagic menses/ hemorrhages / menorrhagia, periods lasting 7 days, with clots for 5 days, dysmenorrhea and shorter menstrual cycles. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 03-oct-2016: information received from consumer via an article published in a (B)(6) regional newspaper stated that physician had noticed several worrying symptoms. According to her, she experienced adenomyosis, endometriosis, cysts and fibromas. She also reported joint pain, weight gain and chronic fatigue and states that she was so bad. On (B)(6) 2016, the patient underwent intervention for removal of ovaries, tubes and uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases; menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea: the analysis in the global safety database revealed 89 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this case report was received via regulatory authority from a female consumer who developed pelvic pain and longer and hemorrhagic menses (menorrhagia) with dysmenorrhea after essure insertion. She underwent intervention for removal of ovaries, tubes and uterus. The reported events are listed in essure's reference safety information. In this particular case, the consumer reported menstrual pattern changes in association with various pains (including pelvic pain) and also mentioned the diagnosis of fibroma, endometriosis and adenomyosis. Abnormal uterine bleeding/menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case, anatomical factors (adenomyosis, uterine fibroid and endometriosis) have been identified. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that these anatomical factors were the primary drivers of her symptoms and could also be a probable indication for the intervention performed. This case was regarded as an incident, since a surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued, as this case was received via regulatory authority.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on 18-jul-2016. The most recent information was received on 23-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("longer and hemorrhagic menses/ hemorrhages / menorrhagia, periods lasting 7 days, with clots for 5 days"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), fibroma ("fibroma"), the first episode of pain in extremity ("recurrence of incapacitating, difficult to bear left leg pain / pain in left leg"), rotator cuff syndrome ("left supraspinatus tendinitis"), back pain ("lumbar pain/ back burned/ constant unbearable pain in the back in a daily basis") and traumatic haemorrhage ("itching so bad she bled from it") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, back pain (with radiation) in 2002, lumbar disc herniation in 2002, prolapsed disc repair in 2004, intervertebral disc disorder in 2004, lumbar disc herniation in 2008, prolapsed disc repair in 2008, spinal disorder on (B)(6) 2009, physical therapy in 2008, sciatica on (B)(6) 2009, parity 1 in 1989, tobacco user, parity 2 in 1991, condyloma on (B)(6) 2011 and chlamydial infection on (B)(6) 2011. Immediate post-procedural course after essure insertion was simple. The patient continued cerazette for 3 months after essure insertion procedure. Previously administered products included for chronic left l5 bilateral radicular suffering and s1 suffering: antiinflamatory on (B)(6) 2009; for an unreported indication: anti-inflammatories on (B)(6) 2009, laroxyl (amitriptyline hydrochloride ) on (B)(6) 2009, lyrica (pregabalin) 75 mg for 3 months in (B)(6) 2009 and vibramycine (doxycycline). Concomitant products included desogestrel (cerazette). In 2011, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea (seriousness criteria hospitalization and intervention required), fibroma (seriousness criterion hospitalization), back pain (seriousness criteria disability and intervention required), polymenorrhoea ("shorter menstrual cycles"), breast pain ("painful breast"), tendonitis ("tendinitis of achilles tendon and of right sartorius / recurrect tendonitis"), adnexa uteri pain ("ovarian pain") and pruritus ("itching/ itching so bad she bled from it"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced rotator cuff syndrome (seriousness criterion disability). On (B)(6) 2013, 1 year 3 months after insertion of essure, the patient experienced the first episode of pain in extremity (seriousness criterion disability). In (B)(6) 2014, the patient experienced tendon pain ("chronic achilles tendon pain without trauma"). On an unknown date, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, endometriosis ("endometriosis") and incontinence ("incontinence"). On an unknown date, the patient experienced cyst ("cysts"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), weight increased ("weight gain"), fatigue ("chronic fatigue"), abdominal distension ("felt bloated"), neuralgia ("truncated left nerve-root pain on the posterior aspect of the calf"), joint range of motion decreased ("stiffness in spine"), abdominal pain ("very intense, violent, unbearable pain in the abdomen after hysterectomy"), loss of libido ("loss of libido"), speech disorder ("speech disturbances,(in the middle of a conversation, she stopped short, unable to say the word she was thinking of)"), the second episode of pain in extremity ("constant unbearable pain in the arms, legs and hands"), traumatic haemorrhage (seriousness criterion medically significant), abdominal pain lower ("unbearable pain in the lower abdomen") and emotional distress ("this really disturbed her, diminished her (made her suffer)"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with antiinflammatory/antirheumatic products, analgesics, opioids, diclofenac sodium (voltarene), ketoprofen (bi profenid), ultracet (ixprim), oxycodone hydrochloride (oxycontin), alprazolam, diclofenac sodium, nomegestrol acetate, surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy) and surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, adenomyosis, cyst, polymenorrhoea, endometriosis, abdominal distension, neuralgia, joint range of motion decreased, abdominal pain and the last episode of pain in extremity had resolved, the dysmenorrhoea, fibroma, rotator cuff syndrome, back pain, breast pain, tendonitis, adnexa uteri pain, pruritus, incontinence, feeling abnormal, arthralgia, weight increased, fatigue and tendon pain was resolving and the loss of libido, speech disorder, traumatic haemorrhage, abdominal pain lower and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, arthralgia, back pain, breast pain, cyst, dysmenorrhoea, emotional distress, endometriosis, fatigue, feeling abnormal, fibroma, incontinence, joint range of motion decreased, loss of libido, menorrhagia, neuralgia, polymenorrhoea, pruritus, rotator cuff syndrome, speech disorder, tendon pain, tendonitis, traumatic haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: in (B)(6) 2013: two infiltrations performed. Incapacitating mechanical lumbar pain requiring intake of morphine derivatives and physiotherapy/re-education. In (B)(6) 2013: plaintiff returned to see her surgeon who found nothing abnormal and concluded that there was nothing to support a disc herniation relapse. In (B)(6) 2016: physician commented that this pelvic pain reduced her mobility, making it difficult for her to transition from sitting to standing and vice-versa. Physician concluded that this was due to tendinitis of right sartorius muscle. On (B)(6) 2016: patient hospitalized until (B)(6) 2016 for a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma. The physician indicated that two months after the hysterectomy the patient was feeling better and no longer feel bloated. She improved after implant removal. For patient part, her physical and psychological condition, her state of mind, slowly but surely declined. She had to adjust to living like someone at least 20 years older. She got recognition of handicapped worker status. Pain, itching, recurrent tendonitis and so on. She could no longer bear any immobile position. She had asked for standard tubal ligation. Her gynaecologist pointed out that such procedures were no longer performed and that the inserts were a revolution. Six years later, she no longer have a uterus, uterine tubes, uterine cervix or ovaries. Fibroids, cysts, adenomyosis, endometriosis. No more bleeding each month, no more pain, but she had to be amputated of everything that made her a woman. No more pain, but on the other hand, surgical menopause, which led to major problems sleeping, starting more than a year ago. After hysterectomies the uterine examination showed "an adenomyoma" which would be the real reason for their surgery". As per her husband after the hysterectomy the pain has resolved, she is able to go out again, take walks and to take long car trips. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2013: did not show anything in the lumbar spine scan - on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; on (B)(6) 2013: large symmetric protrusion of the two last discs; on (B)(6) 2014: chronic achilles tendon pain without trauma; in (B)(6) 2002: pinching of the line between l5/s1 then pinching of the line between l5/s1 x-ray - on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; in (B)(6) 2002: pinching of the line between l5/s1 unspecified date: blood tests nos: no results provided. (B)(6) 2009: patient consulted rehabilitative physician who performed a neurological examination and an electromyogram. (B)(6) 2011, cervical cytology was normal. Report on radiological check on essure inserts from (B)(6) 2012 + films - plain film of abdomen for confirmatory test on essure performed. On (B)(6) 2013, clinically, straight leg raise was 45 degrees on the left, with no motor or sensory deficit. Reflexes remained present symmetrically. The scar was clean. CT-scan during the consultation found no complications from the inserts. It was difficult to see the intervertebral disc space due to the metallic artefacts. Additional MRI was to be performed to better visualise the region. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-feb-2018: for the following meddra preferred terms: menorrhagia: 639 cases. Dysmenorrhoea: 188 cases. Back pain: 489 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-feb-2018: information received via legal department. The patient had to bear multiple, diverse and varied pain to such she got recognition of handicapped worker status. She could no longer bear any immobile position. Her back burned. She had major haemorrhagic periods, unbearable pain in the lower abdomen, loss of libido, speech disturbances. All of this really disturbed her, diminished her. Then, when she had all her organs removed: uterus, uterine tubes, ovaries, cervix. She thought that she would return to a normal life. She also mentioned surgical menopause, which led to major problems sleeping, starting more than a year ago. She have tried everything. She is tired, exhausted, nothing to be done about it. Essure was more harmful to me than expected. According to patient's daughter, she complained of constant unbearable pain in the back, arms, legs and hands, so that she could no longer move around like a normal person. Itching so bad she bled from it. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation of ptc updated. Company causality comment: a female consumer underwent a hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma, approximately 5 years after essure insertion. She also reported recurrence of incapacitating, difficult to bear left leg pain, left supraspinatus tendinitis and lumbar pain. These events are unanticipated in the reference safety information for essure, except for menorrhagia, dysmenorrhea and lumbar pain (anticipated). Menses pattern changes, including menorrhagia, are common in women and can be caused by endocrine and/or anatomical reasons. In this case, anatomical factors (adenomyosis, uterine fibroid, and endometriosis) have been identified. The reported adenomyosis, fibroid, endometriosis and ovarian cysts are also alternative explanations for the dysmenorrhea. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that these anatomical factors were the primary drivers of her symptoms. Uterine fibroma and adenomyosis are mainly hormone-dependent conditions of the uterine wall. Given the nature of these events, and the local non-hormonal effect of essure in the fallopian tubes, causality was excluded. Adenomyosis and uterine fibroma were also the indication for the surgery performed. Leg pain and lumbar pain in this case could be explained by the large symmetric protrusion of the two last discs, seen on lumbar scan. Consumer also had tendinitis of achilles tendon, which could lead to leg pain. Therefore, causality with essure was excluded. Left supraspinatus tendinitis is often the result of increased subacromial loading, rotator cuff overload and/or muscle imbalance. Given the event's pathophysiology, causality with essure was excluded. Non-serious events were also reported. This case was conservatively regarded as an incident, since a surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: r1603324) on 18-jul-2016. The most recent information was received on 23-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("longer and hemorrhagic menses/ hemorrhages / menorrhagia, periods lasting 7 days, with clots for 5 days"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), fibroma ("fibroma"), the first episode of pain in extremity ("recurrence of incapacitating, difficult to bear left leg pain / pain in left leg"), rotator cuff syndrome ("left supraspinatus tendinitis"), back pain ("lumbar pain/ back burned/ constant unbearable pain in the back in a daily basis") and traumatic haemorrhage ("itching so bad she bled from it") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, back pain (with radiation) in 2002, lumbar disc herniation in 2002, prolapsed disc repair in 2004, intervertebral disc disorder in 2004, lumbar disc herniation in 2008, prolapsed disc repair in 2008, spinal disorder on (B)(6) 2009, physical therapy in 2008, sciatica on (B)(6) 2009, parity 1 in 1989, tobacco user, parity 2 in 1991, condyloma on (B)(6) 2011 and chlamydial infection on (B)(6) 2011. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Immediate post-procedural course after essure insertion was simple. The patient continued cerazette for 3 months after essure insertion procedure. . Previously administered products included for chronic left l5 bilateral radicular suffering and s1 suffering: antiinflammatory on (B)(6) 2009; for an unreported indication: anti-inflammatories on (B)(6) 2009, laroxyl (amitriptyline hydrochloride ) on (B)(6) 2009, lyrica (pregabalin) 75 mg for 3 months in (B)(6) 2009 and vibramycine (doxycycline). Concomitant products included desogestrel (cerazette). In 2011, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea (seriousness criteria hospitalization and intervention required), fibroma (seriousness criterion hospitalization), back pain (seriousness criteria disability and intervention required), polymenorrhoea ("shorter menstrual cycles"), breast pain ("painful breast"), tendonitis ("tendinitis of achilles tendon and of right sartorius / recurrent tendonitis"), adnexa uteri pain ("ovarian pain") and pruritus ("itching/ itching so bad she bled from it"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced rotator cuff syndrome (seriousness criterion disability). On (B)(6) 2013, 1 year 3 months after insertion of essure, the patient experienced the first episode of pain in extremity (seriousness criterion disability). In (B)(6) 2014, the patient experienced tendon pain ("chronic achilles tendon pain without trauma"). On an unknown date, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, endometriosis ("endometriosis") and incontinence ("incontinence"). On an unknown date, the patient experienced cyst ("cysts"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), weight increased ("weight gain"), fatigue ("chronic fatigue"), pelvic pain ("significant right-sided pelvic pain / pain in pelvis region"), abdominal distension ("felt bloated"), neuralgia ("truncated left nerve-root pain on the posterior aspect of the calf"), joint range of motion decreased ("stiffness in spine"), procedural pain ("very intense, violent, unbearable pain in the abdomen after hysterectomy"), loss of libido ("loss of libido"), speech disorder ("speech disturbances,(in the middle of a conversation, she stopped short, unable to say the word she was thinking of)"), the second episode of pain in extremity ("constant unbearable pain in the arms, legs and hands"), traumatic haemorrhage (seriousness criterion medically significant), abdominal pain lower ("unbearable pain in the lower abdomen"), emotional distress ("this really disturbed her, diminished her (made her suffer)"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorder "), nasal disorder ("ent disorder "), pharyngeal disorder ("ent disorder ") and general physical health deterioration ("health status progressively deteriorated"). The patient was hospitalized from (B)(6) 2016. The patient was treated with antiinflammatory/antirheumatic products, analgesics, opioids, diclofenac sodium (voltarene), ketoprofen (bi profenid), ultracet (ixprim), oxycodone hydrochloride (oxycontin), alprazolam, diclofenac sodium, nomegestrol acetate, surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy) and surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, adenomyosis, cyst, polymenorrhoea, endometriosis, abdominal distension, neuralgia, joint range of motion decreased, procedural pain and the last episode of pain in extremity had resolved, the dysmenorrhoea, fibroma, rotator cuff syndrome, back pain, breast pain, tendonitis, adnexa uteri pain, pruritus, incontinence, feeling abnormal, arthralgia, weight increased, fatigue, pelvic pain and tendon pain was resolving and the loss of libido, speech disorder, traumatic haemorrhage, abdominal pain lower, emotional distress, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri pain, arthralgia, back pain, breast pain, cyst, dysmenorrhoea, ear disorder, emotional distress, endometriosis, fatigue, feeling abnormal, fibroma, gastrointestinal disorder, general physical health deterioration, incontinence, joint range of motion decreased, loss of libido, menorrhagia, nasal disorder, neuralgia, pelvic pain, pharyngeal disorder, polymenorrhoea, procedural pain, pruritus, rotator cuff syndrome, speech disorder, tendon pain, tendonitis, traumatic haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: in (B)(6) 2013: two infiltrations performed. Incapacitating mechanical lumbar pain requiring intake of morphine derivatives and physiotherapy/re-education. In (B)(6) 2013: plaintiff returned to see her surgeon who found nothing abnormal and concluded that there was nothing to support a disc herniation relapse. In (B)(6) 2016: physician commented that this pelvic pain reduced her mobility, making it difficult for her to transition from sitting to standing and vice-versa. Physician concluded that this was due to tendinitis of right sartorius muscle. On (B)(6) 2016: patient hospitalized until (B)(6) 2016 for a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma. The physician indicated that two months after the hysterectomy the patient was feeling better and no longer feel bloated. She improved after implant removal. For patient part, her physical and psychological condition, her state of mind, slowly but surely declined. She had to adjust to living like someone at least 20 years older. She got recognition of handicapped worker status. Pain, itching, recurrent tendonitis and so on. She could no longer bear any immobile position. She had asked for standard tubal ligation. Her gynaecologist pointed out that such procedures were no longer performed and that the inserts were a revolution. Six years later, she no longer have a uterus, uterine tubes, uterine cervix or ovaries. Fibroids, cysts, adenomyosis, endometriosis. No more bleeding each month, no more pain, but she had to be amputated of everything that made her a woman. No more pain, but on the other hand, surgical menopause, which led to major problems sleeping, starting more than a year ago. After hysterectomies the uterine examination showed "an adenomyoma" which would be the real reason for their surgery". As per her husband after the hysterectomy the pain has resolved, she is able to go out again, take walks and to take long car trips. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging: on (B)(6) 2013: did not show anything in the lumbar spine scan: on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; on (B)(6) 2013: large symmetric protrusion of the two last discs; on (B)(6) 2014: chronic achilles tendon pain without trauma; in (B)(6) 2002: pinching of the line between l5/s1 then pinching of the line between l5/s1 x-ray: on (B)(6) 2013: left supraspinatus tendinitis, left arm pain; in (B)(6) 2002: pinching of the line between l5/s1. Unspecified date: blood tests nos: no results provided. (B)(6) 2009: patient consulted rehabilitative physician who performed a neurological examination and an electromyogram. (B)(6) 2011, cervical cytology was normal. Report on radiological check on essure inserts from (B)(6) 2012 + films - plain film of abdomen for confirmatory test on essure performed. On (B)(6) 2013, clinically, straight leg raise was 45 degrees on the left, with no motor or sensory deficit. Reflexes remained present symmetrically. The scar was clean. CT-scan during the consultation found no complications from the inserts. It was difficult to see the intervertebral disc space due to the metallic artefacts. Additional MRI was to be performed to better visualise the region. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018: for the following meddra preferred terms: menorrhagia: (B)(4) cases. Dysmenorrhoea: (B)(4) cases. Back pain: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Gastrointestinal disorders, ent disorder and health status progressively deteriorated were added as event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: r1603324) on (B)(6) 2016. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("longer and hemorrhagic menses/ hemorrhages / menorrhagia, periods lasting 7 days, with clots for 5 days"), dysmenorrhoea ("dysmenorrhea"), back pain ("lumbar pain/ back burned/ constant unbearable pain in the back in a daily basis"), adenomyosis ("adenomyosis"), fibroma ("fibroma"), the first episode of pain in extremity ("recurrence of incapacitating, difficult to bear left leg pain / pain in left leg"), rotator cuff syndrome ("left supraspinatus tendinitis") and traumatic haemorrhage ("itching so bad she bled from it") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, back pain (with radiation) in 2002, lumbar disc herniation in 2002, prolapsed disc repair in 2004, intervertebral disc disorder in 2004, lumbar disc herniation in 2008, prolapsed disc repair in 2008, spinal disorder on (B)(6) 2009, physical therapy in 2008, sciatica on (B)(6) 2009, parity 1 in 1989, tobacco user, parity 2 in 1991, condyloma on (B)(6) 2011, chlamydial infection on 6-jun-2011, allergy with bactrim (sulfamethoxazole, trimethoprim ) and 1 elective abortion in 1995. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Immediate post-procedural course after essure insertion was simple. The patient continued cerazette for 3 months after essure insertion procedure. Previously administered products included for chronic left l5 bilateral radicular suffering and s1 suffering: antiinflamatory; for an unreported indication: anti-inflammatories, laroxyl (amitriptyline hydrochloride ), lyrica (pregabalin) 75 mg for 3 months and vibramycine (doxycycline). Family history included diabetes (father), epilepsy (mother, brother, sister) and lupus (sister). Concomitant products included desogestrel (cerazette). In 2011, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea (seriousness criteria hospitalization and intervention required), back pain (seriousness criteria disability and intervention required), polymenorrhoea ("shorter menstrual cycles"), breast pain ("painful breast"), tendonitis ("tendinitis of achilles tendon and of right sartorius / recurrect tendonitis"), adnexa uteri pain ("ovarian pain") and pruritus ("itching/ itching so bad she bled from it") and was found to have fibroma (seriousness criterion hospitalization). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced rotator cuff syndrome (seriousness criterion disability). On (B)(6) 2013, the patient experienced the first episode of pain in extremity (seriousness criterion disability), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced tendon pain ("chronic achilles tendon pain without trauma"). On an unknown date, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, endometriosis ("endometriosis") and incontinence ("incontinence"). On an unknown date, the patient experienced cyst ("cysts"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), fatigue ("chronic fatigue"), pelvic pain ("significant right-sided pelvic pain / pain in pelvis region"), abdominal distension ("felt bloated"), neuralgia ("truncated left nerve-root pain on the posterior aspect of the calf"), joint range of motion decreased ("stiffness in spine"), procedural pain ("very intense, violent, unbearable pain in the abdomen after hysterectomy"), loss of libido ("loss of libido"), speech disorder ("speech disturbances,(in the middle of a conversation, she stopped short, unable to say the word she was thinking of)"), the second episode of pain in extremity ("constant unbearable pain in the arms, legs and hands"), traumatic haemorrhage (seriousness criterion medically significant), abdominal pain lower ("unbearable pain in the lower abdomen"), emotional distress ("this really disturbed her, diminished her (made her suffer)"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorder"), nasal disorder ("ent disorder"), pharyngeal disorder ("ent disorder") and general physical health deterioration ("health status progressively deteriorated") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with alprazolam, analgesics, diclofenac sodium, diclofenac sodium (voltarene), ketoprofen (bi profenid), nomegestrol acetate, opioids, oxycodone hydrochloride (oxycontin), paracetamol;tramadol hydrochloride (ixprim), tinzaparin sodium (innohep) and surgery (laparoscopic total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, adenomyosis, fibroma, cyst, endometriosis, abdominal distension, neuralgia, joint range of motion decreased, procedural pain and the last episode of pain in extremity had resolved, the dysmenorrhoea, back pain, rotator cuff syndrome, polymenorrhoea, breast pain, tendonitis, adnexa uteri pain, pruritus, incontinence, feeling abnormal, arthralgia, weight increased, fatigue, pelvic pain and tendon pain was resolving and the loss of libido, speech disorder, traumatic haemorrhage, abdominal pain lower, emotional distress, gastrointestinal disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri pain, arthralgia, back pain, breast pain, cyst, dysmenorrhoea, ear disorder, emotional distress, endometriosis, fatigue, feeling abnormal, fibroma, gastrointestinal disorder, general physical health deterioration, incontinence, joint range of motion decreased, loss of libido, menorrhagia, nasal disorder, neuralgia, pelvic pain, pharyngeal disorder, polymenorrhoea, procedural pain, pruritus, rotator cuff syndrome, speech disorder, tendon pain, tendonitis, traumatic haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: in (B)(6) 2013: two infiltrations performed. Incapacitating mechanical lumbar pain requiring intake of morphine derivatives and physiotherapy/re-education. In (B)(6) 2013: plaintiff returned to see her surgeon who found nothing abnormal and concluded that there was nothing to support a disc herniation relapse. In (B)(6) 2016: physician commented that this pelvic pain reduced her mobility, making it difficult for her to transition from sitting to standing and vice-versa. Physician concluded that this was due to tendinitis of right sartorius muscle. On (B)(6)2016: patient hospitalized until (B)(6)2016 for a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma. The physician indicated that two months after the hysterectomy the patient was feeling better and no longer feel bloated. She improved after implant removal. For patient part, her physical and psychological condition, her state of mind, slowly but surely declined. She had to adjust to living like someone at least 20 years older. She got recognition of handicapped worker status. Pain, itching, recurrent tendonitis and so on. She could no longer bear any immobile position. She had asked for standard tubal ligation. Her gynaecologist pointed out that such procedures were no longer performed and that the inserts were a revolution. Six years later, she no longer have a uterus, uterine tubes, uterine cervix or ovaries. Fibroids, cysts, adenomyosis, endometriosis. No more bleeding each month, no more pain, but she had to be amputated of everything that made her a woman. No more pain, but on the other hand, surgical menopause, which led to major problems sleeping, starting more than a year ago. After hysterectomies the uterine examination showed "an adenomyoma" which would be the real reason for their surgery". As per her husband after the hysterectomy the pain has resolved, she is able to go out again, take walks and to take long car trips. Innohep was prescribed after the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on 18-apr-2013: results: did not show anything in the lumbar spine. Scan - in october 2002: results: pinching of the line between l5/s1; in (B)(6) 2002: results: pinching of the line between l5/s1; on (B)(6)2013: results: left supraspinatus tendinitis, left arm pain; on (B)(6)2013: results: large symmetric protrusion of the two last discs; on (B)(6)2014: results: chronic achilles tendon pain without trauma. X-ray - in (B)(6) 2002: results: pinching of the line between l5/s1; on (B)(6)2013: results: left supraspinatus tendinitis, left arm pain. Diagnostic results: unspecified date: blood tests nos: no results provided. (B)(6)2009: patient consulted rehabilitative physician who performed a neurological examination and an electromyogram. (B)(6)2011, cervical cytology was normal. Report on radiological check on essure inserts from (B)(6)2012 + films - plain film of abdomen for confirmatory test on essure performed. On (B)(6)2013, clinically, straight leg raise was 45 degrees on the left, with no motor or sensory deficit. Reflexes remained present symmetrically. The scar was clean. CT-scan during the consultation found no complications from the inserts. It was difficult to see the intervertebral disc space due to the metallic artefacts. Additional MRI was to be performed to better visualise the region. Quality-safety evaluation of ptc: ptc global number 2016-034838. Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: event outcome of fibroma was updated to recovered and outcome of shorter menstrual cycle to recovering; medical history and treatment drug were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The patient's past medical history included parity 2, back pain (with radiation), lumbar disc herniation, prolapsed disc repair, intervertebral disc disorder, lumbar disc herniation, prolapsed disc repair, spinal disorder, physical therapy, sciatica, delivery, tobacco user, delivery, condyloma and chlamydial infection nos. Previously administered products included antiinflamatory for chronic left l5 bilateral radicular suffering and s1 suffering, lyrica (pregabalin) 75 mg for 3 months, anti-inflammatories, laroxyl (amitriptyline hydrochloride ) and vibramycine (doxycycline). Concurrent conditions included handicap. Concomitant products included desogestrel (cerazette). On (B)(6) 2011, the patient started essure. In 2011, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and clinically significant/intervention required), dysmenorrhoea (seriousness criteria hospitalization and clinically significant/intervention required), uterine leiomyoma (seriousness criterion hospitalization), polymenorrhoea ("shorter menstrual cycles"), breast pain ("painful breast"), pain ("diffuse pain / various pain"), the second episode of rotator cuff syndrome ("tendinitis of shoulder / supraspinatus tendinitis"), tendonitis ("tendinitis of achilles tendon and of right sartorius") with pelvic pain, back pain ("lumbar pain"), adnexa uteri pain ("ovarian pain") and pruritus ("itching"). In (B)(6) 2013, the patient experienced the first episode of rotator cuff syndrome (seriousness criterion disability) with pain in extremity and tendon disorder. On (B)(6) 2013, the patient experienced the first episode of pain in extremity (seriousness criterion disability). In (B)(6) 2014, the patient experienced tendon pain ("chronic achilles tendon pain without trauma"). On (B)(6) 2016, the patient experienced adenomyosis (seriousness criterion hospitalization) with pelvic pain, endometriosis ("endometriosis") and incontinence ("incontinence"). On an unknown date, the patient experienced ovarian cyst ("cysts"), feeling abnormal ("the patient was so bad"), arthralgia ("joint pain / articular pain"), weight increased ("weight gain") and fatigue ("chronic fatigue"). The patient was hospitalized from (B)(6) 2016. The patient was treated with antiinflammatory/antirheumatic products, analgesics, opioids, diclofenac sodium (voltarene), ketoprofen (bi profenid), ultracet (ixprim), oxycodone hydrochloride (oxycontin), surgery (laparoscopic total hyserctomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hyserctomy and bilateral salpingo-oophorectomy), surgery (laparoscopic total hyserctomy and bilateral salpingo-oophorectomy) and surgery (laparoscopic total hyserctomy and bilateral salpingo-oophorectomy). Essure was withdrawn. At the time of the report, the menorrhagia, dysmenorrhoea, adenomyosis, uterine leiomyoma, first episode of pain in extremity, first episode of rotator cuff syndrome, ovarian cyst, polymenorrhoea, breast pain, pain, second episode of rotator cuff syndrome, tendonitis, back pain, adnexa uteri pain, pruritus, endometriosis, incontinence, feeling abnormal, arthralgia, weight increased, fatigue and tendon pain outcome was unknown. The reporter considered menorrhagia, dysmenorrhoea, adenomyosis, uterine leiomyoma, the first episode of pain in extremity, the first episode of rotator cuff syndrome, ovarian cyst, polymenorrhoea, breast pain, pain, the second episode of rotator cuff syndrome, tendonitis, back pain, adnexa uteri pain, pruritus, endometriosis, incontinence, feeling abnormal, arthralgia, weight increased, fatigue and tendon pain to be related to essure. The reporter commented: in (B)(6) 2013: plaintiff returned to see her surgeon who found nothing abnormal and concluded that there was nothing to support a disc herniation relapse. (B)(6) 2016: physician commented that this pelvic pain reduced her mobility, making it difficult for her to transition from sitting to standing and vice-versa. Physician concluded that this was due to tendinitis of right sartorius muscle. On (B)(6) 2016: patient hospitalized until (B)(6) 2016 for a laparoscopic total hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2002: scan results were pinching of the line between l5/s1, then pinching of the line between l5/s1 and x-ray result was pinching of the line between l5/s1. On (B)(6) 2013: scan result was left supraspinatus tendinitis, left arm pain and x-ray result was left supraspinatus tendinitis, left arm pain. On (B)(6) 2013: scan result was large symmetric protrusion of the two last discs. On (B)(6) 2013: nuclear magnetic resonance imaging result was did not show anything in the lumbar spine. On (B)(6) 2014: scan result was chronic achilles tendon pain without trauma. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 10-jan-2017: patient's medical and drug history; concomitant medication added; exam added. Company causality comment: a female consumer underwent a hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma, approximately 5 years after essure insertion. She also reported recurrence of incapacitating, difficult to bear left leg pain, and left supraspinatus tendinitis. These events are unanticipated in the reference safety information for essure, except for menorrhagia and dysmenorrhea (anticipated). Menses pattern changes, including menorrhagia, are common in women and can be caused by endocrine and/or anatomical reasons. In this case, anatomical factors (adenomyosis, uterine fibroid, and endometriosis) have been identified. The reported adenomyosis, fibroid, endometriosis and ovarian cysts are also alternative explanations for the dysmenorrhea. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that these anatomical factors were the primary drivers of her symptoms. Uterine fibroma and adenomyosis are mainly hormone-dependent conditions of the uterine wall. Given the nature of these events, and the local non-hormonal effect of essure in the fallopian tubes, causality was excluded. Adenomyosis and uterine fibroma were also the indication for the surgery performed. Recurrence of incapacitating, difficult to bear left leg pain in this case could be explained by the large symmetric protrusion of the two last discs, seen on lumbar scan. Consumer also had tendinitis of achilles tendon, which could lead to leg pain. Therefore, causality with essure was excluded. Left supraspinatus tendinitis is often the result of increased subacromial loading, rotator cuff overload and/or muscle imbalance. Given the event's pathophysiology, causality with essure was excluded. Non-serious events were also reported. This case was conservatively regarded as an incident, since a surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-mar-2017 for the following meddra preferred terms: menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Dysmenorrhoea: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 3-mar-2017: after company internal review, the number of device similar incidents was updated in the narrative. On 3-mar-2017: new reporters added, events outcome changed to recovering; new event (" felt bloated") added. Company causality comment: a female consumer underwent a hysterectomy and bilateral salpingo-oophorectomy for menorrhagia, dysmenorrhea, adenomyosis and uterine fibroma, approximately 5 years after essure insertion. She also reported recurrence of incapacitating, difficult to bear left leg pain, left supraspinatus tendinitis and lumbar pain. All events are unanticipated in the reference safety information for essure, except for menorrhagia, dysmenorrhea and lumbar pain (anticipated). Menses pattern changes, including menorrhagia, are common in women and can be caused by endocrine and/or anatomical reasons. In this case, anatomical factors (adenomyosis, uterine fibroid, and endometriosis) have been identified. These factors and ovarian cysts are also alternative explanations for the dysmenorrhea. While a role of essure cannot be definitively excluded, the consumer's clinical presentation suggests that these anatomical factors were the primary drivers of her symptoms. Uterine fibroma and adenomyosis are mainly hormone-dependent conditions. Given the nature of these events, and the local non-hormonal effect of essure in the fallopian tubes, causality was excluded. Leg pain and lumbar pain could be explained by the large symmetric protrusion of the two last discs, seen on lumbar scan. Consumer also had tendinitis of achilles tendon, which could lead to leg pain. Therefore, causality with essure was excluded. Left supraspinatus tendinitis is often the result of increased subacromial loading, rotator cuff overload and/or muscle imbalance. Given the event's pathophysiology, causality with essure was excluded. Follow-up information revealed that the events were resolving which is regarded as consequence of the surgical treatment. This case was conservatively regarded as an incident, since a surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible.